Event description:
Healthcare professional reported left side rupture noticed at the time of explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture noticed at the time of explant surgery. The device has been explanted and replaced.